Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). Hyperglycemia treated by patient with a bolus (exact amount was not provided) of insulin. The pod was worn between 36 and 48 hours on the arm. In addition, it was noted that there were changes made by her doctor to lowered the device basal rate as a result of the event.